Event description:
It was reported on (B)(6) 2011 that the pt experienced coupling and or communication issues. The pt stated she did not use the recharge belt, and was losing coupling bars and taking 2 hrs to recharge. Based on the pt's parameters it appeared this was appropriate. At a meeting with the hcp it was reported that the pt hadn't charged her battery for a couple of months. A power-on-reset was performed and the pt was going to come in to reset the implantable pulse generator (ipg). It was reported that the ipg was functioning normally and the pt compliance was questionable. It was reported on (B)(6) 2011 that the pt experienced telemetry issues. An overdischarge was suspected, caused by pt noncompliance. The date on the device was not accurate so it was not possible to tell the last time the pt recharged, though the pt reported recharging 3 weeks ago. The MFR rep was unable to determine what caused the overdischarge screen as once the device was running the recharger screen showed that the ipg was 50% full, and the pt was able to get a full battery. The pt underwent a pocket revision on (B)(6) 2011. The ipg was moved up as the pt wanted it to sit differently on her hip. The pt said she was not having problems recharging her ipg and it was full prior to the revision.

Manufacturer narrative:
(B)(4).